Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration and an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported that on (B)(6) 2016, the patient was due for his original pump refill. On (B)(6) 2016, the healthcare provider (hcp) put back some medication, noted to be about 15%, into the pump because they could not get all the medication in due to the pump being tilted at an angle. It was noted that they were not going to refill the pump unless they could replace it. It was then reported that the patient went straight to the hospital and was supposed to be there a week. Then around (B)(6), patient was noted to be unconscious, went to the hospital, and was transferred to the intensive care unit. Additionally, on an unknown date in (B)(6), the patient went to the hospital for "something unrelated to the pump." It was stated the patient had lymphedema in both of his legs and needed to get the fluid off his legs. After the patient got out of the hospital, the patient went to the nursing home for 20 days and got out of the nursing home on (B)(6) 2016. Additionally, it was reported that right before (B)(6), a nurse turned the pump down by 50% and the patient's pain returned. The patient then had to go back to the emergency room in (B)(6) because they could not get the patient's oxygen above 70. It was then stated that a nurse texted the patient on (B)(6) 2017 and told the patient should go to his hcp regarding the pump refill. The patient went there and was told that because the patient was noncompliant and did not get there due to issues with transportation, they were not going to continue refilling the pump and did not refill the pump on (B)(6) 2017. It was noted that the patient had until (B)(6) 2017 before he would be out of medication in the pump.

Event description:
Additional information was received from the hcp on 2017-jan-10. It was reported that the pump was tilted at about 30 degrees and deep and that there was no device issue other than the slant. It was noted that it felt ¿too dangerous¿ to fill the pump due to the uncertainty of the needle placement and that fluoroscopy was not available. It was stated that the patient was noncompliant with the hcp¿s request to come to the hcp¿s office for preoperative discussion/planning regarding the revision system pump site to correct this problem, per the hcp. The patient did not come to the office and didn¿t answer or return calls. It was indicated that the patient was seen in the office on (B)(6) 2017 and the patient was told he was being changed over to oral pain pills and no further pump refills were to be done due to his noncompliance. Per the hcp, the patient indicated he was going back to the physician who implanted the pump, but left without getting prescriptions and the patient called but got no answer and did not call back. On 2017-jan-15 (hcp): additional information was received from a healthcare provider (hcp). The pump being tilted at a 30 degree angle likely occurred at the time of implant.